Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken pitch cable and grip cable at the proximal clevis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the permanent cautery hook be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, broken cable. The procedure was completed with no reported injury.